Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: stent removed using snare. It was reported that after pre-dilatation with a non-abbott balloon catheter, the stent would not cross the lesion, resulting in the stent dislodging in the pt anatomy. The stent was removed using a snare device. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received, investigation is not complete.